Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure the needle pulled off the suture and was lost in a pocket of tissue. The following day an x-ray was done to locate the needle. The patient was returned to surgery and the needle was removed.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: one loose detached needle was returned for evaluation. Visual examination found it to have correct swage and good swage compression. No anomalies were found on the detached needle, detached suture was not received and protruding suture remnant shows suture was severed from the needle. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: representative samples were returned for evaluation. They were functionally evaluated and they were above the individual requirements.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.